Event description:
It was reported that the 26g bd¿ spinal needle experienced packaging that tore during opening, leaving paper shards in a sterile environment. The following information was provided by the initial reporter: material has a lot of glue on the packaging or some other quality deviation, because when opening the product, the paper tears, invalidating the sterility of which is necessary for the anesthesia procedure.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 26g bd¿ spinal needle experienced packaging that tore during opening, leaving paper shards in a sterile environment. The following information was provided by the initial reporter: material has a lot of glue on the packaging or some other quality deviation, because when opening the product, the paper tears, invalidating the sterility of which is necessary for the anesthesia procedure.